Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. According to the investigation the pump was found displaying "41171" error code alarm message during the investigation. The investigation confirmed that the "lec 41171" issue was caused by faulty microprocessor unit board. Investigation recommended that the faulty microprocessor unit board be replaced. The problem source of the reported problem is unknown.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating the event date and that the event occurred during preventative maintenance.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed alarm 41171. There was no reported injury to the patient.